Event description:
Chattanooga ¿us/es¿ combo machine ifc setting used in normal fashion. All equipment seemed to be in good order. Current had to be adjusted during the treatments due to onset of very uncomfortable sensations during treatment seven electrical burns occurred out of eight electrodes sites during the two dates of treatment. Reference report: mw5146492.